Event description:
Complainant alleged that while during functional testing, the device was not able to be used. Complainant indicated that the buttons on the panel would not react. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.